Event description:
The customer reported to olympus, when using the evis lucera elite bronchovideoscope, the screen blacked out. The problem, as reported to olympus, was identified during reprocessing. There was no delay. The patient was not under sedation. The intended procedure was a bronchoscopy. There was no patient harm associated with the event.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was not confirmed. The evaluation findings are as follows: crack on the scope connector cover resulting in loss of water tightness; discoloration of plug unit and plug unit found faulty resulting in a "noisy image." The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The procedure was completed with the same device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon of the screen blacking out was not reproduced during evaluation, a specific root cause could not be identified. Although the cause could not be determined, it is possible that a leak occurred during handling and the water invaded. The invasion could have caused electronic parts occurred which led to temporary occurrence of the suggested event. User may reduce/prevent occurrence of the suggested event by handling the device in accordance with the following the instructions for use (IFU): - do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. - perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. - inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Olympus will continue to monitor the field performance of this device.